Event description:
It was reported to philips by a customer that the unit's screen froze while in use. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer found touch to be off on the right side of the touchscreen via the touchscreen diagnostics. The customer performed two touchscreen calibrations but touch is still off on the right side. The rse advised to replace the touchscreen and provided the part number. The customer replaced the touchscreen to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Based on the information provided and the service performed, the customer's alleged malfunction was confirmed. Following the repair, the device was placed back into service.